Event description:
It was reported that the patient was experiencing a pulling sensation that was very uncomfortable in the neck. It was stated that the patient had a bulk of wires in the neck, face, head and was also tunneled into the chest wall. The patient underwent a revision procedure wherein the wires were untangled.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073901/7073904/7074536.